Manufacturer narrative:
The device was not returned to resmed for evaluation therefore resmed is unable to confirm the alleged malfunction at this time. Resmed has attempted to make contact with the customer for further information regarding the device evaluation, however, no contact has been made. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.